Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and replaced. Patient is in stable condition.